Manufacturer narrative:
A review of the associated manufacturing records indicated that lot number 22692025 was manufactured according to approved procedures and met all release specifications. Engineering evaluation of suspected device - results pending.

Event description:
The following was reported to gore: on (B)(6), 2022, the patient underwent a surgery of an artificial valve chordae tendineae creation to treat a mitral regurgitation. During the procedure, the physician attempted to create the valve chordae tendineae, when a suture passed through a pledget. Two gore-tex® suture were broken in a row. It was reported these two sutures were the last two of the same lot. Another lot was used to complete the procedure and it was concluded without a reported issue. The physician said that he paid attention to not pinch the suture with forceps, but two sutures were broken in this case. The physician reported he cannot say the forceps didn¿t give damage on the sutures. The physician requested to do a visual inspection and electronic microscope inspection for a broken end of the sutures. He requested the inspection results be included in a customer letter.

Manufacturer narrative:
Engineering evaluation was completed for the returned devices. The reported issue was confirmed, but no root cause was identified. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.